Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2017. In (B)(6) 2018, the patient received a revision right fossa component (reference MDR 2031049-2018-00020). After her revision surgery, she started to experience pain on her left side. A (B)(6) 2019 CT was taken and it showed that the left fossa was well-placed and that the condylar head was resting in an acceptable position. On (B)(6) 2019, the surgeon explored the joint and debrided the fibrous scar tissue that had formed in the posterior aspect of the fossa component. The surgeon reported that the fossa appeared stable with no evidence of any movement.

Event description:
The surgeon removed scar tissue on the patient's left side.